Manufacturer narrative:
To date, the device has not been returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's handle was loose and the image had a green glow. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the loose handle and damaged optic fibre bundle could not be identified although it can be presumed that it was caused by wear and tear and user handling. The root cause of the green image could not be identified. Olympus will continue to monitor field performance for this device.